Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope tested positive on january 30, 2026, for greater than 10 colony forming units (cfus) of coagulase all channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, g3, h2, h3, h6 and h11. The device was not returned for evaluation; therefore, the customer¿s allegation was not confirmed, and a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Additional information from customer: it was reported the bronchovideoscope tested positive for 10 cfu of neisseria sicca, 10 cfu of neisseria subflava, 10 cfu streptococcus species and 10 cfu of staphylococcus aureus. The sampling date was unknown. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.